Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a patient death due to chronic respiratory failure that developed as a complication for their need for pain management and antispasmodics. It was stated the patient was unable to be weaned from mechanical ventilation. It was noted the patient had suicidal behavior with attempted self-injury and psychiatry intervention. A do not resuscitate (dnr) was signed after extensive family conference. The patient was hospitalized for ventilator weaning. This was accomplished without complication and with normal pco2's and tolerance of room air. Subsequent to this, the patient became increasingly combative and had repeated tracheostomy decannulation episodes. After the patient again self-decannulated, he was stable without stridor or oxygen requirement. The tracheostomy cannula could not be reinserted by the medical alert team. A family conference was held with treating physicians, representatives from nursing, hospice administration, and the family. The decision was made not to replace the tracheostomy surgically and to institute a dnr order. It was stated the patient suddenly became unresponsive in the late afternoon and never again regained consciousness. They had a gradual decrease in oxygen saturation and increased intolerance of feeding over the night. The patient was pronounced dead on (B)(6) 2017.

Manufacturer narrative:
(B)(4) no longer apply to this event and therefore this event is no longer reportable as a death. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.